Event description:
During a mitraclip procedure, when ablating in the right pulmonary veins with a non-abbott farawave catheter (boston scientific) and agilis sheath, transient st elevation occurred which self-resolved without intervention. Ablation had already been completed in the left pulmonary veins with a non-abbott faradrive sheath (boston scientific) and the non-abbott farawave catheter (boston scientific).the catheter had been sitting in the left atrium for at least five minutes. The physician does not allege any performance issues with any abbott devices. The patient had an ivc filter in place that caused some difficulty navigating the agilis to the right atrium. At the end of the case the physician stated that the changes in the st segment were small, and there were other potential reasons for the change in morphology. It was desired to have the agilis sheath checked for damage to the valve/catheter for peace of mind. Additionally, it was confirmed that when removing the dilator the sideport is removed. This allows atrial pressure to drive the blood back which does not follow the device instructions for use.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. No visual anomalies were noted to the returned device. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on the dorsal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported st elevation and seal damage remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
Correction: b5, g3, h2 the procedure was an atrial fibrillation.

Event description:
During an atrial fibrillation procedure, when ablating in the right pulmonary veins with a non-abbott farawave catheter (boston scientific) and agilis sheath, transient st elevation occurred which self-resolved without intervention. Ablation had already been completed in the left pulmonary veins with a non-abbott faradrive sheath (boston scientific) and the non-abbott farawave catheter (boston scientific).the catheter had been sitting in the left atrium for at least five minutes. The physician does not allege any performance issues with any abbott devices. The patient had an ivc filter in place that caused some difficulty navigating the agilis to the right atrium. At the end of the case the physician stated that the changes in the st segment were small, and there were other potential reasons for the change in morphology. He initially declined investigation of the sheath, but agreed that it would be a good idea to look for any damage to the valve/sheath for peace of mind. Additionally, it was confirmed that when removing the dilator the sideport was opened. This allows atrial pressure to drive the blood back which does not follow the device instructions for use.